Event description:
A patient underwent radiofrequency ablation (rfa) as a participant in the b-600 rgb salvage study on (B)(6) 2015. On (B)(6) 2015 the patient reported vomiting with blood and melena. Vomiting stopped after patient was prescribed zofran. The treating physician performed an upper endoscopy (egd) on (B)(6) 2015. The egd revealed that the stomach was mostly healed but an adherent clot in the gastric pouch was seen with superficial gastric ulcers. This was treated with coaptive coagulation and an epinephrine injection. The patient was then admitted to the hospital for observation where she remained for six days. Patient was then seen by her primary care doctor on (B)(6) 2015 due to ongoing fatigue. Guaiac test by pcp was positive and patient referred to emergency department (ed). Patient stable per ed physician and sent home.

Manufacturer narrative:
The site indicated taht the incident unit would not be returning for evaluation. If additional information pertinent ot the incident is obatained, a follow-up report will be submitted. (B)(4).